Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 448 mg/dl. Customer also sated insulin pump had motor error alarm. Customer reports the drive support cap appears normal. Customer also stated insulin pump had not been exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer stated in pump alarm history contains more than one motor error alarm occurred within a 30 day period. The device will be returned for analysis.